Event description:
It was reported that the device was unable to be interrogated with two different programmers. No pacing was also noted. The device was explanted and replaced.

Manufacturer narrative:
The reported inability to interrogate was confirmed in the laboratory and was due to a depleted battery. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The battery was returned to the manufacturer for further analysis and an internal battery anomaly was found to be the cause of the reported inability to interrogate.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.